Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the patient is also suffering from stress and anxiety. According to the medical records, prior to the filter implantation the patient had myocardial revascularization and was re-evaluated due to lower extremity edema, a clot, and deep vein thrombosis (dvt) in the left common femoral vein, the left distal popliteal veins and the posterior tibial veins. The filter was placed prophylactically for embolism. During the index procedure, the filter was successfully deployed in the l2-l3 interspace. The patient tolerated the index procedure well and left to recovery in stable condition. The expiration date of the device was in august 2003. Corrected data: date of event, implant date.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. Per the medical records, prior to the filter implantation the patient had myocardial revascularization and was re-evaluated due to lower extremity edema, a clot, and deep vein thrombosis (dvt) in the left common femoral vein, the left distal popliteal veins and the posterior tibial veins. The filter was placed prophylactically for embolism. During the index procedure, the filter was successfully deployed in the l2-l3 interspace. The patient tolerated the index procedure well and left to recovery in stable condition. The filter subsequently malfunctioned, fractured and caused injury and damages to the patient including, but not limited to, perforation of the inferior vena cava (ivc), becoming unable to be retrieved, back and hip pain. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that the patient is also suffering from stress and anxiety. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot r0900327 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The trapease filter is not indicated for retrieval. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without procedural films for review, the reported retrieval difficulty, fracture and perforation could not be confirmed and the exact cause could not be determined. Anxiety and pain do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The exact implant date is unknown, if received it will be provided. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned, fractured and caused injury and damages to the patient including, but not limited to, perforation of the ivc and being unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The brief noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported retrieval difficulty, unable to retrieve from the vessel wall, could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the retrieval difficulty experienced by the customer. Perforation of the vena cava was reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The reported "filter ¿ fractured" could not be confirmed as the device was not returned for analysis nor were procedural films/x-rays/CT scan images provided. As such, the exact cause and factors contributing to the reported fracture could not be conclusively determined. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned, fractured (reported previously under manufacturing report #9616099-2016-00239) and caused injury and damages to the patient including, but not limited to, perforation of the ivc and becoming unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer significant medical expenses, pain and suffering, and other damages.